Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue: reboot failure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records from (B)(4) 2015; power on reset events were recorded in the black box on (B)(4) 2015. On investigation, the pump was exercised for 24 hours without error, alarm or warning; no loss of power occurred. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior components. The complaint of ¿no power¿ was not duplicated during investigation and the pump was found to be operating within the required specifications without malfunction.